Manufacturer narrative:
(B)(4)there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as being red that became pusy and itchy. Sensor was inserted into the abdomen on (B)(6) 2015. Patient went to her doctor during the week of (B)(6) 2015 because the sensor left oozing skin at the sensor site. Patient was prescribed fluocinonide as a healing medication. Additionally, the patient was advised to wear a tegaderm patch underneath the sensor. At the time of contact, the patient reported that the rash was ok now. No additional event or patient information is available.